Event description:
Patient received multiple shocks due to oversensing and was shocked during interrogation due to auto resume of device, head was dislodged by shock and hospital staff could not use programmer to turn off detection to stop inappropriate shocking. Mechanical agitation of the device revealed significant electrical noise. No capture threshold detected from the rate sensing component of the ICD lead. Fracture was restricted to an area prior to the trifurcation of the lead.

Event description:
Patient received multiple shocks due to oversensing and was shocked during interrogation due to auto resume of device, head was dislodged by shock and hospital staff could not use programmer to turn off detection to stop inappropriate shocking. Mechanical agitation of the device revealed significant electrical noise. No capture threshold detected from the rate sensing component of the ICD lead. Fracture was restricted to an area prior to the trifurcation of the lead. Additional information received reported high impedance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: distal conductor fractured; distal segment returned and analyzed. Patient received multiple shocks due to oversensing and was shocked during interrogation due to auto resume of device, head was dislodged by shock and hospital staff could not use programmer to turn off detection to stop inappropriate shocking. Mechanical agitation of the device revealed significant electrical noise. No capture threshold detected from the rate sensing component of the ICD lead. Fracture was restricted to an area prior to the trifurcation of the lead. Additional information received reported high impedance. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of oversensing shock, inappropriate high threshold.